Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was displaying 53 mg/dl for 3 hours. The patient ate and drank orange juice and took glucagon to increase her blood sugar reading. The patient also drank a lot of water. There were no symptoms reported during the time the cgm was displaying 53 mg/dl. She checked her blood sugar on the bg meter and it was was 849 md/l while the cgm was still 53 mg/dl. The patient drove herself to the emergency room and while she was there, she felt thirsty and had frequent urination. The patient was treated with an insulin pen and IV fluids. The patient was at the hospital for 4 and a half hours. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.